Event description:
Fractured insertion post during implantation.

Manufacturer narrative:
Fractured insertion post. Fracture was caused by mechanical overload caused by user.dentist should have consulted instruction for use to prevent this from happen.